Event description:
It was reported that the right ventricular lead exhibited high capture thresholds. The lead was explanted and replaced. The patient was in recovering condition.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.